Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the unit is not providing an image until the unit is turned off then back on, it also will freeze up mid-procedure. Also reported the unit also shut itself off mid procedure with 45% battery life. No other information provided, at this time.

Event description:
It was reported that the unit is not providing an image until the unit is turned off then back on, it also will freeze up mid-procedure. Also reported the unit also shut itself off mid procedure with 45% battery life. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The sr9 unit and probe was received in good physical condition. The reported issue of image, freezing up is unconfirmed the unit operated as expected, the unit did not freeze up. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.